Event description:
Implant date: 03/09/1989. Patient injured back on 01/20/1992. Revision surgery on 07/01/1992 at which time a disc herniation was found at l3-4 and a pseudoarthrosis found at l4-5. The screws at l4-5 were found to be loose. Hardware was removed and replaced with those of another manufacturer.